Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: during investigation, the audio bolus button cover was found to be intact; no damage was observed. The under response of the audio bolus button was not duplicated during testing. The button was found to function appropriately. There was no defect found during investigation.